Manufacturer narrative:
The reported event for high impedance was not confirmed. As received, both octrode leads passed electrical testing. No root cause was identified for the reported issue.

Event description:
Related manufacturer reference number: 1627487-2019-08807.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2019-08807. It was reported during the patient's ipg replacement procedure (related manufacturer reference number: 3006705815-2019-02926) the patient's leads displayed high impedance. As a result the leads were explanted.